Event description:
On (B)(6) 2012, customer reported clear fluid on the control stopper of the act 5diff cp, after running quality control (qc). The leak was approximately 3 ml. Customer stated that fluid was also noticed on the bath cover inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced worn tubing to the rinse block. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).